Manufacturer narrative:
At the time of this report a device investigation has been started but not yet completed. Once the device investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that on the surgical stays a "sharp item was sticking through peal pack when received at facility." The device was not used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received in the original sealed sss packaging. The device was repackaged and resterilized through sss's open-but_unused process. There were 8 sharp hook stays packaged in a single-use sterile dispensing tray. The stays appeared to be dislodged from the grooves in the dispensing tray, meant to hold the hook stays in place and prevent their sharp ends from puncturing the sterile barrier. A visual inspection determined the sealed tyvek pouch was breached compromising the device sterility.; the hook stays were visibly bent within the package and the perforation was aligned with the harp edges on one of the hook stays. Internal packaging procedures instruct to use any packaging materials that are received with the device (i.e. OEM packaging materials). The procedure also instructs that if the device is not secure in the tray and is able to move excessively in the packaging when held upside down, the om tray will be discarded and stryker materials will be used instead. Internal procedures also instruct to inspect that packaging shall be free of holes. The device history record indicates the complaint device passed all inspection prior to release from sss. Based on the DHR and internal procedures, it is unlikely the device was distributed in its current condition. The DHR supports the device was manufactured according to specification. Therefore, the likely root cause is related to mishandling subsequent to distribution from stryker the reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that on the surgical stays a "sharp item was sticking through peal pack when received at facility." The device was not used.